Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 01/15/2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. A manufacturing record evaluation was performed for the finished device 7347738 number, and no non-conformance's were identified. The device was visually inspected, and a crease was observed on the anterior. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 450cc mentor memorygel breast implant, catalog # 3504504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided baker grade iii/IV capsular contracture post procedure. The capsular contracture was confirmed by a physician examination. As a result, bilateral prosthesis replacement with 500cc mentor memorygel breast implants was performed on (B)(6) 2019.